Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to extensive left lower extremity (lle) deep vein thrombosis (dvt). It is also alleged that failed percutaneous retrieval attempts were made on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2019. Patient is alleging vena cava perforation, tilt, device is unable to be retrieved, organ perforation, ivc filter hook and legs are embedded into the ivc wall, and pulmonary embolism s/p ivc filter placement. The patient further alleges "major physical & emotional damages from three failed surgeries to retrieve the ivc filter. Additionally, it is protruding into major organs and this poses severe pain and life-threatening complications, including increased and progressive risk of migration, fracture(s), and thrombosis/occlusion/clotting causing serious injuries and even death and the continued suffering of medical expenses, pain, loss of enjoyment of life, distress and other damages," as well as "limited and can no longer engage in white water rafting, volley ball, roller coasters, vertical hiking, motorcycle riding, driving, and sexual relations with spouse, including daily household duties such as cleaning, washing laundry and cooking" and "major anxiety & depression and nervousness, 2016 to present." Per a report from ultrasound; ¿patent ivc and filter with no evidence of thrombus." "Partial chronic thrombus in the left external iliac vein." Per a report from CT; ¿subsegmental left lower lobe pulmonary emboli.¿ per a report from retrieval report; ¿procedure: percutaneous attempted removal of ivc filter. Unsuccessful retrieval of ivc filter¿ "the snare was then inserted via the sheath and attempted to engage the hook. It was deemed that the hook was embedded in the ivc wall posteriorly." Per a report from CT; ¿there is an infrarenal ivc filter. Ivc is patent without evidence of thrombus.¿ per a report from CT; ¿presence of infrarenal ivc filter which appears slightly tilted to the right. Multiple struts penetration through the ivc are identified contacting anteriorly bowel, to the left the aorta, posterolaterally spinal osteophyte. However, there is no evidence of dilation to the adjacent organs. The ivc appears patent.¿ per a report from CT; "there is an inferior vena cava filter with the apex somewhat posteriorly angulated adjacent to the posterior wall of the inferior vena cava. The apex of the filter is at the level of the origin of the two right renal veins, both of which are above the level of the filter as well as a single left renal vein above the level of the filter. The prongs of the inferior vena cava filter all appear to be protrude beyond the margin of the vena cava terminating in the pericaval fat." Per a report from retrieval report (attempted); ¿filter hook embedded in ivc wall. Able to snare filter neck but not the hook itself. Legs of filter also quite embedded in ivc. Multiple wire/catheter/sheaths used, but ultimately filter could not be retrieved (tulip retrieval kit snare, mod hook used to create snare with glidewire - could snare neck but could not free the filter hook, also used 15mm and 25mm gooseneck snare but this would not grasp the filter neck or hook. Angioplasty balloons (5mm and 10mm balloons were used to try to free the filter from the ivc wall, but without good effect. Eventually having exhausted multiple efforts at retrieval we aborted the case." "Eventually we exhausted many wire/catheter/sheath/snare combinations and aborted our efforts at filter retrieval.¿ per a report from retrieval report (attempted); ¿patent ivc with filter in place, secured firmly to caval wall, unable to retrieve despite use of multiple snare devices. Occluded left common iliac stent and thrombosis of proximal left femoral vein with prominent collateral venous drainage of left leg." Per report from venogram; ¿a duplex was performed which demonstrated that her left common iliac vein stent and left external iliac vein were thrombosed. The ivc and right iliac venous system were patent." Per report from CT; "¿an inferior vena cava filter is noted.¿ "left common iliac vein, which appears thrombosed. Thrombosis also noted in the mid to distal aspect of the left external iliac vein and common femoral vein."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Additional device codes(s): vessel or plaque, device embedded in (1204) investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Difficult to retrieve physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported physical limitations, anxiety/nervousness, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated. Pulmonary embolism (pe), vena cava (vc)/organ perforation, embedment, thrombosis, unable to retrieve, tilt, physical limitations, anxiety/nervousness, and depression. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. K172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2016". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.